Event description:
A flexima catheter was going to be used for therapeutic purposes. Before the procedure, while unpacking, it was noted that the package was not properly sealed at the bottom. There were no complications or intervention reported with this event.

Manufacturer narrative:
The device has not been returned for eval yet. Therefore, a failure analysis is not available, and we are unable to determine if the device met it's specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.